Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing was identified in the stored electrograms in episodes 6-8.

Event description:
It was reported that the patient came to the hospital because of an alarm sound from the implantable cardioverter defibrillator (ICD). During the device check, a right ventricular (rv) lead oversensing warning was seen. T-wave oversensing (twos) was further noted. The physician checked the images from the programmer and device data and decided not to have a revision. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.